Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted once analysis results are available.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device was explanted. It was reported that the device was explanted due to normal battery depletion and elective replacement indicator (eri). No performance issues were reported. However the battery was only implanted for six years indicating premature battery depletion. Relevant medical history included: cervical radiculopathy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.